Event description:
Customer reported being unable to test with his adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported being admitted to the hospital and receiving third-party treatment; however, the customer refused to answer questions regarding the reported event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.